Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient went to the emergency room with increased shortness of breath, low oxygen level, severe pain at the stoma site and small amount of drainage at the stoma site. Duopa therapy was not started. On the same day, patient was admitted to the hospital with pneumonia. The patient was started on antibiotics doxycycline and diflucan orally for the respiratory issue. The patient was also on prednisone. On (B)(6) 2016, report indicated that the patient has been discharged home.